Event description:
The pt reportedly developed a cerebrospinal fluid leak during cochlear device implantation. Advanced bionics is in the process of gathering additional info. Once more info is available, a supplemental report will be submitted.